Event description:
Customer stated "switch sparked or flashed" product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the pad the pad was bunched, the metal clips were bent, the thermostats were bent and discolored, the pad was dirty and stained, and the harness had failed. Defects like this are typically seen in pads that have been folded or laid on while being in use IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds" based on the bce review of feedbacks, bce did not observe a similar issue within the lot.